Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that intermittent capture was observed on the right ventricular and right atrial lead. The right atrial lead also showed high pacing threshold. The right ventricular lead was capped and replaced on (B)(6) 2017 and the right atrial lead was explanted. The patient was in good condition before, during and after the procedure.